Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that at the patient's last visit on (B)(6) 2016 the right side was set to 2.3 v and the left side was set at 2.9 v which was the same as his initial settings that day. It was noted that the hcp suspected that the patient was confused about left vs right settings and there had been no actual stimulator setting change.

Manufacturer narrative:
Concomitant medical product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s stimulation settings changed unexpectedly. The right side had been at 2.9 v a few days prior to this report and was now at 2.3 v. The left side reportedly changed and was now at 2.9 v. The patient reportedly did not decrease the amplitude and had not had any recent programming sessions with a healthcare professional (hcp). The patient was experiencing some tremor and dyskinesia. Both inss were ¿on and okay¿ at the time of this report. It was noted the patient would follow-up with their hcp. No further complications were reported.